Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing on stored electrograms (egm) possibly contributing to inappropriate event termination. The ra lead remains in use. No patient complications have been reported as a result of this event.